Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. She changed out the tubing and the reservoir but the no delivery alarm did not clear. She had to change the infusion set twice and the reservoir once. The tubing had an air clot. Customer's blood glucose level was 300 mg/dl. She was unable to troubleshoot at the time of the call. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.